Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte sds in two pieces with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 73.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 2.75mm x 12mm liberte¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.